Event description:
It was reported the procedure was being performed in interventional radiology. The insertion site was the internal jugular vein. There was an issue with the valved sheath. The rubber cap came off and stayed on the valved sheath when the stylet was removed. The physician replaced the catheter in the valved sheath and had to remove the catheter and take the detached rubber cap off. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn# (B)(4).